Manufacturer narrative:
Estimated date of occurrence based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference:(B)(4).

Event description:
It was reported that following a bilateral trabecular microbypass stent system procedure, the patient presented postoperatively with recurrent moderate hyphema in the anterior chamber which reportedly occurred every two (2) to three (3) weeks in the left eye (os). The hyphema was characterized as a recurrent anterior chamber (ac) hemorrhage associated with an elevated intraocular pressure (iop) with unknown baseline. The report noted that the hemorrhage (bleeding) first occurred as a result of the patient rubbing the operative eye (os) following procedure. Reportedly, the patient¿s iop improved as soon as the reported hyphema subsided, and the adverse event was concluded as ¿resolved¿. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing treatment options for recurrent hyphema based on the patient¿s condition. In addition, it was reported that due to a non-device related illness, the patient's follow-up appointment and treatment was postponed. Additional information has been requested.